Event description:
Attempt to flush port in 2006 resulted in palpable subcutaneous infiltration adjacent to port. Port removal attempt. Catheter and port had separated. Port removed at provider's office. Pt promptly scheduled for interventional percutaneous removal of catheter.